Event description:
A malfunction was reported on a customer's pump without any notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance for resetting the pump, after which no recurrence of the malfunction code was noted. The customer was advised to continue using the pump and to call back if any issues recur, which the caller acknowledged and understood.